Event description:
Patient was in radiation oncology for radiation of a mass located in her abdominal/pubic area. The patient met weight requirements of the CT scanner in radiation oncology, but her abdominal girth almost exceeded the CT bore opening dimensions. The test was performed, but staff stopped multiple times to "fold" the patient's excess skin into the scanner so they could maneuver the patient through the bore opening. For this event, there was not a process to identify body habitus barriers during the time of procedure scheduling or during preparation for the study. Aca still underway. No patient harm but potential for skin integrity issue.